Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream error' which was not duplicated during evaluation. A review of the event history log identified 'upstream occlusion!' Messages as verification of the reported issue. The cause was determined to be an out of specification upstream thermistor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.